Manufacturer narrative:
This incident was reported to the regulator in (B)(6) as a result must complete a report to the FDA. Csh investigation is currently in progress. Submitting an initial report to the us FDA as there are currently insufficient facts available to make a reportability decision and at least 29 days has elapsed. Csh will submit a follow up with investigation update/findings within 30 days. Manufactured prior to UDI requirement, therefore there is no UDI.

Event description:
On 26-apr-2022, carestream health (csh) was notified of an incident related to the drx revolution system which occurred at (B)(6). The site reported an overheating error and burning smell. No injuries were reported. There was no patient involvement.

Manufacturer narrative:
This incident was reported to the regulator in germany as a result must complete a report to the FDA. Csh investigation is currently in progress. Submitting an initial report to the us FDA as there are currently insufficient facts available to make a reportability decision and at least 29 days has elapsed. Csh will submit a follow up with investigation update/findings within 30 days. Manufactured prior to UDI requirement, therefore there is no UDI in section d4. Final report update: carestream's engineering team has concluded that this internal over-temperature and smelling smoke report was caused by the continued use of degraded batteries - due to customer charging practices. Under-charging, multiple instances of deeply discharging, and the 20-month service life of the batteries influenced the condition of the batteries. Per product safety risk assessment, the event reported is not considered a safety risk as this failure occurred within the enclosure of the unit making the thermal event self-contained within the system. The event was self-contained inside the unit and did not breach the outer walls (four sides) of the revolution system. The batteries were replaced. Break-fix. Caresteram has concluded this investigation. No further action required.

Event description:
On (B)(6) 2022, carestream health (csh) was notified of an incident related to the drx revolution system which occurred at neurologische klinik bad neustadt, germany. The site reported an overheating error and burning smell. No injuries were reported. There was no patient involvement.